Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is currently not available.

Event description:
Needle was not engaging in the slot provided on the gun and the other one could not be deployed during the surgery and got stuck in the gun.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed signs of use. There was procedural debris on the suture and the silicon jacket was ripped and bunched up near the second implant. The first implant was outside the needle, indicating it successfully deployed. There were no signs of damage to the needle tip. Using a test omnispan gun the device was loaded and tested. Although more pressure was required on the gray trigger to deploy, the second implant was successfully deployed. The reported issue could not be confirmed. The root cause could not be determined, however one possible root cause is that the damaged silicon could have made it difficult for the surgeon to deploy the second implant when inserted into the patient meniscus. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: DHR review, part number: 228141, lot number: l205053, supplier lot number: n/a, release to warehouse date: 02.02.2017, manufacturing date: 02.02.2017, expiration date: 31.12.2019, supplier: n/a, manufacturing site : (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. UDI: (B)(4).